Event description:
It was reported that the guidewire was unable to be inserted through the back end of the dilator. This is contrary to co's directions for use, which state using a standard seldinger technique.